Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual testing as well as functional testing cannot be performed as the subject device is not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained, the anatomy was severely tortuous, the distal end of the guidewire broke during advancement into the patient vasculature, a phenom microcatheter was used in the procedure, and a trevo was used as a snare to remove the broken wire. It was also noted that no difficulties were encountered during the procedure that could have contributed to the reported issue. While there are a number of potential causes for the reported issue of guidewire distal tip broken/fractured during use, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure of stroke case, during building the a access into severely tortuous vasculature with the subject guidewire, the subject guidewire distal end broke while advancement of it into the patient vasculature. The operator was able to remove all the parts of broken guidewire from patient vasculature using treo device a snare. The physician replaced it with a new device and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of stroke case, during building the a access into severely tortuous vasculature with the subject guidewire, the subject guidewire distal end broke while advancement of it into the patient vasculature. The operator was able to remove all the parts of broken guidewire from patient vasculature using treo device a snare. The physician replaced it with a new device and the procedure was completed successfully without clinical consequences to the patient.